Manufacturer narrative:
The customer informed the remote service engineer (rse) that upon installing the replacement battery in their v60 device, a battery fault error was produced. An order has been placed for a replacement battery for the customer. In a good faith effort (gfe) response from the customer received on 11jul2024, it was clarified that the defoa battery had been intended for use as a preventative replacement. The customer provided that the device was otherwise functional and just waiting on the warranty replacement battery to be delivered. In a good faith effort (gfe) response from the customer, it was confirmed that the replacement backup battery was received, but its replacement is pending service by a field service engineer (fse). In a follow-up gfe response from the customer received on (B)(6) 2025, it was confirmed that the battery replacement had been completed to resolve the battery issue, and that the device had been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the customer had received a defective battery. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that upon installing the replacement battery in their v60 device, a battery fault error was produced. An order has been placed for a replacement battery for the customer. In a good faith effort (gfe) response from the customer received on 11jul2024, it was clarified that the defoa battery had been intended for use as a preventative replacement. The customer provided that the device was otherwise functional and just waiting on the warranty replacement battery to be delivered. This investigation is ongoing.